Manufacturer narrative:
Concomitant medical products: 507645 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for possible atrial fibrillation (af) with rapid ventricular response (rvr), which was detected as ventricular tachycardia/ventricular fibrillation (vt/vf). In addition, there was intermittent undersensing noted on the ventricular channel. The implantable cardioverter defibrillator (ICD) was reprogrammed. The ICD and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.